Event description:
The customer reported that she activated the device on (B)(6) 2012 and placed it on her right abdomen. On (B)(6), her blood glucose measured 238 mg/dl at 8:01 am and 64 mg/dl at 10:08 am. At 1:08 pm her bg reached 269 mg/dl. She removed the pod and noticed there was a slight bend in the cannula.

Manufacturer narrative:
The device was not received for evaluation. We are unable to confirm the slight bend in the cannula or to determine if it could have contributed to the reported high bg. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises" to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."